Event description:
The nurse remove the endoscope from the scope tower to rinse water through it and noticed smoke coming from the tip of the scope. She turned off the processor and the light source and notified another nurse. Together they examined the scope after turning the processor and the light source back on. Smoke again began to come from the end of the scope and the lens turned red. The equipment was turned off and the lens was noted to become black and blistered. The scope was returned to the company, repaired and returned to us and has not been used since return. No smoke was noted before or during the procedure. No harm happened to the patient.